Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 15 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated was located in the calcified and tortuous distal right coronary artery (rca). The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".